Manufacturer narrative:
Note: saint jude medical (sjm) integrates the smiths advisor monitor into its nursmate with physio system. Sjm does not modify the advisor in any way: nursemate records the tabular data output by the advisor. Clinicians utilize the advisor's display, alarms and controls directly. Three smiths advisors are located at the hospital.

Event description:
When used as part of the nursemate with physio system, during cardiac electrophysiology cases, the smiths medical advisor vital signs monitor purportedly displayed inaccurate noninvasive blood pressure (nibp) while patients were experiencing cardiac arrhythmias. The advisor instructions for use (IFU) provide a clear warning regarding this result on the nibp channel. The hospital did not provide patient's data.